Event description:
Complainant alleged that while attempting to monitor a pt who had suffered a head injury, the device was unable to acquire an ECG signal via the four-lead ECG cable using non-zoll ECG monitoring leads and non-zoll electrode pad. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.